Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device gave an error code, connection error, and the image disappeared. The event occurred during an laparoscopic sacrocolpopexy procedure, and it was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found a broken video cable .device evaluation noted the video cable is broken and therefore the image is not displayed and therefore an error 216 occurs. Based on the results of the investigation, the reported issue was able to be confirmed and was attributed to a broken video cable. However, the root cause of the broken cable could not be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device gave an error code, connection error, and the image disappeared. The event occurred during an laparoscopic sacrocolpopexy procedure, and it was completed using a similar device. There were no reports of patient harm.